Event description:
It was reported that the patient had chills and slight cough, no fevers. Blood cultures were drawn and positive for klebsiella. The patient was admitted for bacteremia. Covid test was negative and computerized tomography (CT) scan showed improvement of previous empyema. The patient also had a chest tube in place for the empyema which is thought to be the source of the infection. The patient is currently on hemodialysis and was given intravenous (IV) vancomycin. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient had chills and slight cough, no fevers. Blood cultures were drawn and positive for klebsiella. The patient was admitted for bacteremia. Covid test was negative and computerized tomography (CT) scan showed improvement of previous empyema. The patient also had a chest tube in place for the empyema which is thought to be the source of the infection. The patient is currently on hemodialysis and was given intravenous (IV) vancomycin. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.